Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.